Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that keypads are not working on ten lvp modules therefore will be replaced. The customer confirmed that there was no patient involvement.